Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that 2 screws broke at head level and noticed 1 month post-op. This report is for two unknown screws with a partial catalog number provided as 212.8xx. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This is for two unknown screws, partial part number 212.8xx. Subject device has been received and is currently in the evaluation process. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn. Review of the device history records showed that there were no potential issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): without part number, 510k number is unknown; no lot number was provided so device history records could not be reviewed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The original procedure occurred on (B)(6) 2014. One month postoperatively loosing was noticed and the two broken screws were confirmed. It was reported the patient had not experiences an accident or event to contribute to the broken screws. On (B)(6), 2014 the implants were removed with union fracture and flexortenosynovitis.

Manufacturer narrative:
This report has been also made an adverse event. A manufacturing investigation was conducted. The report indicates that the investigation has shown that both screws are at the head level broken as complained. The examination of the raw material testing certificates and the manufacturing papers was not possible since we are not aware of the concerned article and lot number. Therefore the present complaint cannot be fully analysed and we are not able to give a conclusive statement regarding a possible failure reason. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.